Event description:
A purchasing personnel reported that an intraocular lens (iol) was implanted and removed, with another lens being implanted. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: only half of the lens was returned. Solution is dried on the lens. Results from the product history record review indicated the product met release criteria. The root cause could not be determined by the evaluation. Information has not been provided why the lens was implanted and removed. The observed damage is most likely related to customer handling. There have been no other complaints reported in the lot number. Additional information was requested on 05/14/2012 and 05/28/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).